Event description:
It was reported that there is no video signal from the device. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "no imaging monitor" could be confirmed. The most probable root cause is a component failure on the circuit board. In addition, we would like to call your attention to the corresponding IFU. The product may fail during use. Perform an equipment test before use. If the image fails during the procedure, remove the camera from the endoscope and continue the procedure optically. If the surgery cannot be continued optically, determination of how to further the procedure is at the physician's discretion based on the surgical circumstances. Have a replacement system ready for each application. The event is filed under internal karl storz complaint ID: (B)(4).